Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that shortly after being returned to service and during a routine check by the customer, the cs100 intra-aortic balloon pump (iabp) was observed to show electrical test failure code #53. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.